Event description:
The patient stated that for the last few weeks, he had had very high blood glucose of up to 20 mmol/l (360 mg/dl). He stated that he feels dehydrated and nauseous when his blood glucose is high and he drinks water and boluses through his infusion device to bring his levels down. He stated that his insulin cartridge have been leaking insulin inside of his infusion device. The patient stated that he is blind so he is not able to detect any damage to the insulin cartridge, but he believes the insulin is leaking from the bottom of the cartridge. He stated that his piston rod is "very old", over 1 year. He was advised that this could potentially damage the insulin cartridge causing the plunger to leak. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.